Event description:
It was reported tha during lv lead replacement due to loss of capture, fluoroscopy revealed externalized conductors on rv lead. No electrical anomalies were noted. Lead was explanted and replaced. There were no adverse consequences to patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.